Event description:
Extend dwell IV (2.25inch) placed successfully. The guidewire would not retract; stuck within the catheter. Had to remove the entire device and place a new one. Upon ultrasound vessel appears intact.